Manufacturer narrative:
(B) (4)

Event description:
Patient had surgery related to his paralysis and the surgical lead and extensions were removed and disconnected (date not specified). The stimulator was causing discomfort in the pocket. Patient requested removal. No injury to the patient was reported, he recovered without sequela.